Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm in length, eccentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 2.75mm in diameter right coronary artery. Following pre-dilation, residual stenosis was 60%. A 2.75x20mm promus element drug-eluting stent was selected for use to treat the lesion. However, during introduction, it was noted that the stent was damaged. The procedure was completed using a 3.0x32mm stent. No patient complications were noted.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm in length, eccentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 2.75mm in diameter right coronary artery. Following pre-dilation, residual stenosis was 60%. A 2.75x20mm promus element drug-eluting stent was selected for use to treat the lesion. However, during introduction, it was noted that the stent was damaged. The procedure was completed using a 3.0x32mm stent. No patient complications were noted. Promus element, mr, ous stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.